Event description:
It was reported that a skin reaction occurred. The biosensor was inserted into the arm on (B)(6) 2025 and the arm was cleansed with soap and water prior to insertion. According to the customer, on (B)(6) 2025, they developed symptoms at the insertion site which included redness, inflammation, an abscess and infection with watery drainage. They also had pain and burning sensations in the area. The customer went to urgent care on (B)(6) 2025 where a healthcare provider evaluated the site and performed an incision and drainage procedure to resolve the infection. No other customer or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).